Event description:
It was reported that the compressor had a hose leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the compressor had a assembly hose leakage. There was no patient harm. The problem was rectified and the compressor handed over to the customer in working order. The defective hose was discarded and no picture of it was received. As no part/picture was received for investigation, the root cause of the leaking hose could not be determined. The reported serial number appears to belong to a servo-s ventilator in the same hospital. The correct serial number and manufacture date hasn't been reported despite requests.

Event description:
Manufacturer's ref. #: (B)(4).